Manufacturer narrative:
The device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. On (B) (6) 2009, the patient was implanted with two scs systems; one (1) thoracic and one (1) cervical. The patient fell 3 times (twice in shower, and one other time) and the cervical leads migrated out of the epidural space. On (B) (6) 2010, at the revision procedure, the doctor was unable to reposition the existing leads, and he was unable to place new leads, due to the presence of scar tissue. The patient did not receive a new ipg system in the cervical location leaving only (1) original scs system as implanted in the thoracic location. Also see MFR# 1627487-2010-01239 and MFR# 1627487-2010-01240 (devices 2 of 3 and 3 of 3 respectively).